Event description:
I am diabetic physician using abbott freestyle libre 3 the sender gives inaccurate reading either very high or very low and sometime there is no reading and I have to call the company to send new sensor, every sensor cost (B)(6).